Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had experienced intense pain for the 2 days prior to this report. Stimulation could be felt and it was stated to be on. The pain came on suddenly. Adjustments were attempted with the patient programmer (pp) but the patient was still not getting relief. Before the sudden onset, the patient had been getting some relief but was disappointed with the stimulation system as it was not helping as much as he wanted. The pain was rated to be a 10. Follow-up was conducted to determine if any intervention occurred and if the patient was receiving effective therapy. A follow-up report will be initiated if additional information is received.